Event description:
There is no new information provided from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to h2, h6, and h11. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry lens. The issue occurred an unspecified diagnostic procedure. There were no reports of patient harm.